Manufacturer narrative:
(B)(4). This report involves a patient who experienced sepsis in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was hospitalized for an unrelated condition prior to death and later experienced sepsis treatment was not reported. The cause of death was reported as sepsis; however, it was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Dianeal therapy was reported to be ongoing up until the time of death (previously reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.